Manufacturer narrative:
Device sample not returned to manufacturer.

Event description:
It was reported that "use of a urinary probe of size 6 for a cystography. The urinary catheter in question was pierced in its end by the guide on the inside of the urinary catheter. No consequences as the problem was discovered before catheterization."